Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: drg lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch:a000063715.

Event description:
Additional information received indicates that surgical intervention took place wherein the lead was explanted and replaced resolving the issue. Reportedly, therapy was confirm post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported one of the patients leads displayed high impedance causing the system to auto reduce. Surgical intervention may be pending to address the issue. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.